Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer had a routine appointment with her physician. The nurse checked the blood glucose and it was close to 500 mg/dl. The nurse treated with a manual injection. The next blood glucose reading did not register. Customer was put in a wheelchair and taken to the hospital. The blood glucose at the time of the event was over 600 mg/dl. Hospital treated with manual injection and IV fluids. Customer was released after three to four hours. The blood glucose decreased to 100 mg/dl. Nothing further reported.